Manufacturer narrative:
G.4. K183399; k243403 a device history record review was completed by our quality engineer team for provided material number 383532 and lot number 5239531. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
The procedure is performed correctly during insertion and perforation of the skin. When blood return is observed in the catheter, the needle is withdrawn slightly, the angle is adjusted, and the catheter is advanced further into the vein, after which the needle is removed. Subsequently, in all cases, the catheter has not been functional. Upon removal of the pivc, it was noted that the plastic catheter had fractured and was only held together by a very small amount of plastic. One might suspect that the needle perforated the catheter, but we never advance the needle again after it has been withdrawn slightly, so this should not be the cause. We therefore wonder how this could occur response received on:(B)(6) 2026 could you please confirm the patient impact? It did not have any impact on the patient.